Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of this report was due to air being sucked into the disposable because the bag was not connected tight. The home patient (hp) stated there may have been a loose connection between one of the cassette lines and the bag. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The hp confirmed to start over with new supplies and to inform the nurse of the incident. The tsr reviewed proper procedures per the user manual with the hp. On (B)(6) 2010 product surveillance spoke with the hp who stated there may have been a loose connection between one of the cassette lines and the bag. The hp stated he discarded the samples and did not know the lot number. The hp stated, he was able to resume therapy successfully with new supplies. The hp explained that he contacted his nurse to report the alarm. There was no patient injury or medical intervention reported